Event description:
Reportedly, during use, this unit suddenly stopped inspiration to the pt without any alarms. When it stopped, the unit was turned off and on and again worked normally. No pt death or injury was reported as a result of this event.

Manufacturer narrative:
Device evaluated by manufacturer? Device not available to be returned for evaluation. Per hospital, when device stopped, the vent was turned off and on again and then it worked normally. Device was repaired in the field. No further problems have been reported; unit is functioning properly.